Manufacturer narrative:
(B)(4). Batch # p94f5w. Investigation summary: the device was returned disassembled. Due to the condition of the device, the functional testing could not be performed. The internal components were inspected, it was found the closure indicator was broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the clicker was broken during surgery. No patient consequence.